Manufacturer narrative:
A ge service presentative performed an onsite investigation. The service representative recommended the replacement of the motor drive mounts and reseated the workstation connectors. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' c-arm would not rotate or tilt. No pt injury was reported.